Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned sensor board.

Event description:
A ventilator's sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. There was no report of patient harm or injury. During the evaluation of the sensor board, the root cause of the sensor board failing was due to control sensor (mt3), monitor sensor (mt1) and proximal pressure sensor (mt2) being out of tolerance caused by contamination.